Manufacturer narrative:
Zimvie complaint number (B)(6). A4: weight unknown / not provided. G4: additional PMA/510(k) number: k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient reported to the clinic for an examination on (B)(6) 2026. The patient complained of the implant at tooth site #31 being loose. Upon evaluation, the patient was noted to have an infection, which caused the implant to fail. The implant was removed on march 19th 2026 and the area was debrided. An implant replacement is being considered in approximately four months. Symptoms as a result of the event: abscess, pain, and inflammation.